Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital; reported here as the facility name exceeded character limit for the designated field. Initial reporter address 1: (B)(6); reported here as the address exceeded character limit for the designated field. Block h6: imdrf device code a0501 captures the reportable investigation result of electrode detached/separated. Block h11: investigation results. The returned orise proknife was received for analysis. Visual examination revealed that the catheter was kinked. During a functional inspection, it was observed that the device was missing an electrode, which prevented full functionality testing. The reported event could not be confirmed; however, the device was returned without the electrode. Based on the available information, investigation findings could not be established due to the absence of the electrode. Additionally, the catheter was found to be kinked. The kinks are likely the result of how the device was handled and manipulated during the procedure. Excessive or improper manipulation without sufficient care may have contributed to the observed damage. Therefore, after reviewing and analyzing all available information, the most probable cause is determined to be cause not established.

Event description:
It was reported to boston scientific corporation that an orise proknife was used during procedure on (B)(6) 2025. During the procedure, the orise electrode was unable to move at all. The procedure was completed using another orise proknife. There were no patient complications as a result of this event.